Manufacturer narrative:
The insulin pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test. No unexpected pump error 37 alarm noted during testing. Moisture damage was found on the motor during visual inspection. Insulin pump received with pillowing keypad overlay. (B)(4).

Event description:
Information received by medtronic indicated that insulin pump had multiple pump error alarm. Customer able to successfully clear alarm and able to complete rewind. Customer was performed displacement verification test and self test and test was passed. No harm requiring medical intervention was reported. The customer was assisted with troubleshooting. The device will be returned for analysis.